Event description:
Four (4) to five (5) days post hemorrhoidectomy procedure the pt began experiencing pain and drainage from the catheter site. The pt was treated with IV antibiotics and surgical debridement, at which time, the symptoms dissipated. The pt's current condition is improved.